Event description:
A user facility has reported a possible allergic reaction to this dialyzer. It was reported that a hemodialysis pt has rec'd one 50 mg intravenous dose at the start of treatment for itching. It was reported there was a slight improvement. The rn reported that the pt continued itching during the treatment as well as when the treatment was discontinued. The pt continued to receive treatment with use of this dialyzer. There is no sample for an eval. The pt was discharged to home when the treatment was completed.

Manufacturer narrative:
(B)(4).